Event description:
Customer reports obtaining back to back blood glucose results of 265 mg/dl and 136 mg/dl on the advantage system. Customer states he ran controls and they were in range; no timeframe of testing was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.